Event description:
The following is based off a review of the pt's medical records provided to davol by the pt's attorney: on (B)(6) 2006 - the pt underwent small bowel enterolysis, repair of recurrent ventral hernia with bard composix kugel hernia patch. On (B)(6) 2014 - the pt underwent an exploratory laparotomy, open lysis of adhesions for small bowel obstruction, and small bowel resection with anastomosis, and removal of old infected composix kugel mesh. Operative dictation for this procedure stated "this mesh was circumferentially dissected". There were extensive small bowel adhesions to the mesh itself. This underwent extensive lysis of adhesions. The mesh had folded upon itself with a small bowel "sandwiched" with the mesh with adhesions.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The medical records indicate the pt was treated for adhesions, recurrence, and infection. Both recurrence and adhesions are listed as known possible adverse reactions in the IFU.